Event description:
Operative site event as submitted on a case report form for clicking. Pt reports painless clicking when sitting with legs free hanging at 90 degrees and then straightening. Severity is mild and uncertain if related to device.

Manufacturer narrative:
Investigation in progress. No add'l info available at this time.